Manufacturer narrative:
Carefusion complaint number (B)(4). (B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation in the event the device is received for evaluation or additional information is received a follow-up report will be submitted.

Event description:
The customer stated that this ventilator is showing a transducer fault on the screen. There was no patient involvement at the time of the incident.

Manufacturer narrative:
Results of investigation: the carefusion field service representative determined the root cause to be due to the unit having low volumes and failing the leak test out of the transducer valve body and needing a replacement exhalation valve assembly. The exhalation valve assembly was replaced and the operational verification procedure and user verification tests were run and the device is meeting specifications. In the event the exhalation valve assembly is received then a follow-up report will be submitted at that time.